Event description:
It was reported that stent damage occurred. The 20x2.75mm, 90% stenosed,concentric and de novo target lesion was located in a moderately calcified and moderately tortuous left anterior descending (lad) artery. Pre-dilation was performed with an unspecified semi compliant balloon catheter. This 2.75x24mm promus element drug-eluting stent was selected and advanced to treat the target lesion. Resistance was felt upon advancing. It was noted that the device was unable to cross the lesion and became a bit damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the entire length of the device identified no kinks or damage. An examination of the crimped stent identified no damage along the crimped stent. No issues were noted with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 20x2.75mm, 90% stenosed,concentric and de novo target lesion was located in a moderately calcified and moderately tortuous left anterior descending (lad) artery. Pre-dilation was performed with an unspecified semi compliant balloon catheter. This 2.75x24mm promus element ¿ drug-eluting stent was selected and advanced to treat the target lesion. Resistance was felt upon advancing. It was noted that the device was unable to cross the lesion and became a bit damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.